Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available

Event description:
Boston scientific received information that this right ventricular lead was dislodged. This lead was repositioned successfully. No adverse patient effects were reported. No further information concerning this report is expected as the lead remains in service after repositioning, our investigation is complete. This investigation will be updated should further information be provided.